Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the device activity logs showed one occurrence of an error 24 message. The error seen is generated during the power on tests if the shock button is stuck/ or held down for the duration of the tests. It cannot be confirmed from the device logs if it was device related. The customer indicated that there was confusion with operating the device during the rescue. Further log review showed the device passed a manual self test 5 days after, which indicates the device was functioning properly and capable of providing therapy if needed. No device malfunction was found within the activity logs. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the device displayed an "error 24" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.